Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of more than 600 mg/dl. Customer declined to troubleshoot for their blood glucose levels. The customer experienced symptoms such as symptoms. The customer was treated with manual injection. Bent infusion set cannula was also reported. The device is not expected to be returned for analysis.